Manufacturer narrative:
Add'l info.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a esophageal procedure, a capsule was placed in the patient to perform a 48 hour study. When the patient returned, the study could not be downloaded from the recorder as there was no data on the device. The patient had to return the next day for the capsule to be inserted again. No other known adverse events were reported.